Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation determined the reported recurrent mr appears to be related to procedural condition. Mr is listed in the instructions for use is a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances as the patient returned to the hospital and a second clip intervention was performed. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 3-4 degenerative mitral regurgitation (mr), and posterior leaflet prolapse and flail for a mitraclip procedure. One xtw clip was implanted and the mr was reduced to grade <1. On (B)(6) 2024, the physician suspected a single leaflet device attachment (slda) due to recurrent grade 3+ mr. On (B)(6) 2024, it was discovered that the clip was stable on both leaflets and there was no slda. Per the physician, there was some prolapse tissue on the posterior leaflet that was not targeted during the initial procedure, resulting in recurrent mr. A second clip intervention was performed, and one clip was implanted. The mr was reduced to grade 1.